Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized due to high blood. Customer did not recall blood glucose value. Customer stated he had low blood glucose the day prior to hospitalization. Customer also stated he was admitted and released on (B)(6) 2014. Customer reported the insulin pump was removed once he was at the hospital. No further information reported.